Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and has been revised to not reportable. Additional information received: since the cartridge pictured was made prior to (B)(6) 2016 it was not required to meet gs1 requirements, which would include having a gtin and 2d barcode with human readable information. The barcode pictured with lot l4e20c is hibcc which pre-dates our gs1 standards implementation.

Manufacturer narrative:
(B)(4). Batch # p4t36v. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that some of the devices used at the facility do not have a human readable interpretation of the barcode that there is no gtin in human readable format on the devices. This means that when the barcode doesn¿t scan, there is no way for the hospital staff to key in the gtin in to the systems.